Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient experienced loss of stimulation. Diagnostic measurements indicated high lead impedances. Surgical intervention is planned to address the issue.

Event description:
Follow-up identified the reported lead was explanted and replaced on (B)(6) 2018.

Event description:
Follow-up identified no anomalies were noted on x-rays. Surgical intervention was undertaken on (B)(6) 2018; although it is not known what intervention was performed on the lead. Stimulation was restored following the procedure.